Event description:
While wearing the external equipment, the patient reportedly had no sound perception. On june 1, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery is to be scheduled to explant the patient's device.